Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working also red light and keyboard some of the keys get stuck and did not loosen up after that. Customers other blood glucose value was unknown. Customer states that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer stated the down scroll button and the one to the left was more difficult. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive the device will not be returned for analysis.